Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to suspected internal battery. The battery indicator on the controller failed intermittently. It was also reported that the controller failed intermittently. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Additional information was received regarding further product malfunction. Investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was not enough data stored in the controller to generate the log file report although the data should have been available.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller¿s front panel light emitter diode (led) indicators did not illuminate while connected to batteries. Functional testing also revealed that the controller was unable to communicate with external batteries, resulting in critical battery alarms. Additionally, functional testing revealed that the controller continuously rebooted in a loop. However, the controller was still able to receive power from a power source. Internal inspection did not reveal any anomalies. Supplemental testing revealed that the integrated circuit responsible for the communication between the controller and batteries and connected to the real time clock circuit was damaged. Additionally, the damaged integrated circuit affected the user interface controller (uic), preventing the log files from being adequately downloaded from the controller. After damaged component was replaced, the controller performed as intended. Log file analysis revealed multiple critical battery alarms logged with an incorrect date stamp, battery capacity, ID, or cycle count. Log file analysis also revealed multiple controller reset events with an incorrect date and time stamp. It is likely the controller reset events were perceived as the reported "controller failed intermittently" event. Log file analysis did not reveal any controller fault alarms were logged within the analyzed period. As a result, the reported display error, data transfer error, and "controller failed intermittently" events were confirmed. However, the reported controller fault alarm was not confirmed. The most likely root cause of the reported event can be attributed to a damaged integrated circuit. A possible root cause for the damaged integrated circuit on the communication line can be attributed to a voltage spike on the co mmunication pin of the connector. CAPA pr465502 was opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.